Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-01289, 2134265-2014-01290. (B)(4). It was reported that an embolus in the ostium of the 1st diagonal branch occurred. In (B)(6) 2011, the patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed a 3.0 x 20mm, de novo, 99% stenosed target lesion located in the mid left anterior descending (lad) artery. It was treated with pre-dilatation using a 3.0 x 12 mm apex balloon followed by placement of a 3.50 x 20 mm taxus liberte stent in mid lad. Post-dilatation was performed using a 3.75 x 15 mm quantum maverick balloon with 0% residual stenosis. Follow-up angiography revealed a small embolus in the ostium of the 1st diagonal just distal to the edge of the study stent and was treated with medication. The following day, the patient was discharged on aspirin and prasugrel.